Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , it was reported that at around 11:30 pm, before the patient went to bed, the patient's spouse noticed that the patient was not responding properly and mentioned that she wasn¿t feeling well. They checked the dexcom reading, which showed approximately 110 mg/dl at that time. The patient was not engaged in any activities that could have caused this issue prior to going to bed. Neither of them used the patient's blood glucose meter to compare the reading when they saw the dexcom result. When the spouse noticed that the patient was semi-conscious, he decided to call the paramedics at around 1:10 am. The paramedics arrived at approximately 1:30 am and took a blood glucose reading, which was 57 mg/dl, while the dexcom was showing 106 mg/dl. The spouse then performed a calibration to correct the dexcom readings. The paramedics administered liquid glucose (no information if IV or oral), and the patient also drank two servings of apple juice. After a few minutes of rest, the patient´s condition stabilized. The paramedics stayed for about 15 minutes and left once the patient was in good condition. They did not perform another bg meter check, but the dexcom reading was showing 130 mg/dl when they left. They continued using the sensor until it expired. At the time of the report the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The paramedics was arrived it was reported that the patient's glucose fall within the b zone of the parkes error grid. No additional patient or event information is available.